Manufacturer narrative:
Production records were reviewed and the product met manufacturing specifications and was accepted in qa inspections. Evaluation of the returned sample determined the suction catheter was completely detached from the cone adaptor. There was evidence of solvent residue on the outside diameter of catheter suggesting that the suction catheter was properly secured to the cone adapter. Based on the available information, the root cause could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "while changing the catheter, they advanced the catheter through the suction tube and when they pulled back on the catheter, it came apart and stayed in the patient. They were able to disconnect the patient from ventilator and pull the catheter out by hand." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).